Event description:
Information received by medtronic indicated that the insulin pump had issue. Customer received transmitter and still getting errors. No harm requiring medical intervention was reported. It was unknown whether the customer had continued the use of the pump. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 5.2a, retainer ring = black, case type = ngp. Customer returned pump for alleged sensor updating/sg not available found on (B)(6) 2022. Pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. Pump successfully connected to test sensor. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed required testing and connected successfully to test sensor. Sensor updating/sg not available was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.